Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue and therapy was reestablished. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps resolved the issue. Based on the information received, the ipg is functioning as intended and the cause of the reported issue is consistent with leaving MRI or surgery mode activated after an unrelated procedure. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Section b3: date of event is estimated. The patient¿s device was placed in MRI mode and attempts to exit MRI mode were successful however the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that after device was placed into MRI mode for an MRI procedure the ipg was unable to exit MRI mode and could not communicate with external devices. Programmer displayed the messages " connection not ready" and "generator not paired". Multiple attempts at pairing including bluetooth resets and magnet pairings were attempted to no avail. Patient was able to meet with another abbott representative who was able to perform a recovery function using the clinician programmer (cp), recover the ipg, and disable MRI mode.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.